Event description:
During laser lithotripsy, the olympus ureteroscope broke by bending / folding over in half on itself. Scope was successfully removed by surgeon. No pt harm or adverse outcome. FDA safety report ID# (B)(4).